Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent revealed distal stent damage, the distal stent struts were stretched in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jan-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75 x 32mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and mildly calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5 x 12 maverick balloon catheter resulting to 75% residual stenosis. Subsequently, a 2.75 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite multiple dilatations with the balloon. The device was removed and the procedure was completed with a 2.75 x 33 non-bsc stent followed by post-dilatation with a 3.5 x 8 quantum maverick balloon catheter. No patient complications were reported. However, returned device analysis revealed stent damage.